Event description:
It was reported that the intraocular lens was removed intraoperatively due to posterior capsular rent. No info has been rec'd regarding the delivery device that was used to deliver the lens. The lens orientation was described as "fell back" and pt decrease in vision was also reported. A vitrectomy was performed and another lens was implanted. The surgeon indicated that in her opinion the likely cause of the event was loose zonules. This report pertains to the pt's left eye. Add'l info has been requested.

Manufacturer narrative:
The initial reporter indicated that the lens is not available to be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.